Event description:
Information received indicates the pump is not alarming after the feed is done.

Manufacturer narrative:
Standard functional tests were performed and all results were within specification. The complaint could not be confirmed.